Event description:
Diversified medical nce sells replacement batteries that are manufactured for a specific make and model medical device. The replacement battery from diversified/nce for use in a different manufacturer's vital signs monitor seems to be incompatible with the monitor's charging system. Nearly 10% of the replacement batteries purchased from diversified and installed by this hospital have swelled/cracked cases and leak. One monitor had a damaged battery compartment with deteriorated battery terminals. There were no patient related incidents as a result.